Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow up in clinic, loss of capture and high pacing impedance were noted on the right atrial (ra) lead. The physician suspected the loss of capture and high pacing impedance were due to ra lead damage, however, ra lead damage was not seen visually nor with diagnostic imaging. The ra lead was explanted and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right atrial (ra) lead. The physician suspected the loss of capture and high pacing impedance was due to non-confirmed ra lead damage, however, ra lead damage was not seen visually nor with diagnostic imaging. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.